Event description:
It was reported during in clinic follow up that the left ventricular lead displayed diaphragmic stimulation. The product was explanted and successfully replaced. There were no patient consequences.